Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker and this right atrial (ra) lead exhibited a high out of range pacing impedance greater than 3,000 ohms. The device switched to unipolar. It was noted this patient claimed they went into atrial fibrillation (af) and was shocked twice. Technical services (ts) discussed that the patient cannot receive shocks with a pacemaker and the patient had chronic af. Ts suspected this ra lead was fractured. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker and this right atrial (ra) lead exhibited a high out of range pacing impedance greater than 3,000 ohms. The device switched to unipolar. It was noted this patient claimed they went into atrial fibrillation (af) and was shocked twice. Technical services (ts) discussed that the patient cannot receive shocks with a pacemaker and the patient had chronic af. Ts suspected this ra lead was fractured. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the high impedance was undetermined. No further investigation was done, and the device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.